Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that barcode scanner was beeping and blinking. A field service engineer (fse) contacted pharmacy staff by phone and confirmed that the scanner cable likely needs replacement. Then fse swapped both wire scanners for the medstation and integrated main, and functionality was tested successfully within the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed the barcode scanner was beeping, blinking and not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.